Event description:
During an in clinic follow-up, noise which resulted in oversensing and decreased pacing impedance were noted on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.